Event description:
Returns processing received ifc sport device from sales rep. Attached with the device was a rect (returns/exchange/complaint/transfer) form filled out stating that the device "burned pt severely". When the pt was contacted about the incident, he related that the work "severe" was an overstatement. He said that 2-3 blisters about the size of a 50 cent piece formed but after the device and electrodes were replaced he had no other problems. He stated his blisters cleared up in about a week, and he did not seek medical attention.

Manufacturer narrative:
The company's investigation of this event determined that this burn was not a "serious injury" as defined by 21 cfr 803 and that no evidence was uncovered that indicates a reportable device malfunction occurred. Even though this incident does not appear to meet the definition of an MDR reportable event, the investigation was still ongoing at the 30 day threshold. In an abundance of caution, care rehab, inc. (Cri) is submitting this retrospective MDR to ensure compliance with 21 cfr part 803.